Event description:
It was reported that a vascular stent became stuck on the guidewire during advancement to the treatment site in the sfa. The entire stent system was removed successfully. Evaluation of the returned device confirmed a partial stent deployment of 2mm. There was no reported pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The stent system was returned for eval, which confirmed that the deployment mechanism was not used and the stent was prematurely and partially released. Increased friction was detected between a 0.035" guidewire and the guide wire lumen; however, it is possible that dried blood was present inside the guide lumen. Potential factors that could have led or contributed to the event reported have been considered. The issue may have been caused by increased friction between the guide wire and distal guide lumen, leading to an elastic movement of the inner catheter and subsequent stent movement. The event reported may also be patient-related, as a heavily calcified or tortuous vessel architecture can cause increased friction. Based on the info available, a definitive root cause for the reported complaint could not be determined. The instructions for use (IFU) states: "flush the inner lumen of the device with saline prior to use" and "if resistance is met during delivery system introduction, the system should be removed and another system should be used."